Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset, and went into safety mode. The patient also appeared to have intermittent oversensing, presumed to be caused by muscular noise, and pacing inhibition; the patient was pacemaker dependent and reported experiencing vertigo. Boston scientific technical services (ts) recommended device replacement. The patient underwent a replacement procedure, and the crt-p was explanted. There were no issues found with the leads, which all checked out fine when connected to the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection found no anomalies. Review of the device's memory found three resets that caused the device to go into safety core. Interrogation of the cardiac resynchronization therapy pacemaker (crt-p) verified it was in safety core. The device was put through and passed a series of automated tests which verified functionality, sensing and critical therapy availability. The device case was opened and the battery was removed for further analysis. Battery analysis identified a high internal resistance causing power supply brownouts and power on resets. Despite testing and information provided from the field, the cause of the high resistance within the battery cell could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) experienced a reset, and went into safety mode. The patient also appeared to have intermittent oversensing, presumed to be caused by muscular noise, and pacing inhibition; the patient was pacemaker dependent and reported experiencing vertigo. Boston scientific technical services (ts) recommended device replacement. The patient underwent a replacement procedure, and the crt-p was explanted. There were no issues found with the leads, which all checked out fine when connected to the new device. No additional adverse patient effects were reported.